Event description:
It has been reported to philips that the system would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the transformer in the main power supply unit is not working. Fse ordered and replaced the power distribution unit (pdu) transformer in m-cabinet. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.